Event description:
In 2002 reporter contacted a physician, about possible pip joint replacement in their middle, ring and small fingers on their primary left hand. Arthritis was very painful in this hand and anti-inflammatory drug and injections were not working at reducing the swelling and pain. On the first meeting dr said that for their type of arthritis there was no available treatment or FDA approved knuckle replacement that had any favorable outcome. Most people in their situation usually had their fingers fused in a claw like position that make the fingers more usable and less painful by removing the diseased kunckle. He also said that a co in san diego had developed an artificial prosthetic for the kunckle. This new device was still under clinical trial but would be perfect for pt and because their ligaments were still in good shape reporter would be a perfect candidate. Surgery was scheduled for 2002. When dr walked into the same day surgery staging area he told pt that they were the first person in the area to have the implants and not to worry. This was the first time they had a chance to look at the consent form, 5 minutes before surgery, and no one in the room was capable of answering any questions. Pt had no idea the prosthetics were considered humanitarian devices. Clearly, pt's situation did not follow the FDA definition to qualify for the user of a humanitarian device. To this date pt has yet to receive a copy of the consent form they signed and they've written to hosp requesting copies of all their medical records and have asked for a copy over the telephone. No one at hosp will talk to pt about this. Postoperative instructions were to leave the bandages intact and to follow-up with physical/occupational therapy. They were to call for an appointment the first week of june 2003. Their file had little to no instructions as to how to proceed with their case. The physical therapist was not sure of the therapy schedule and told pt to return in 2 weeks. They had no one to ask for clarification. Dr was out of town for several weeks leaving no instructions. Almost one month post surgery pt finally sees dr. His first comment was how did you get so stiff? Pt had developed a tremendous amount of scar tissue and had little movement in their fingers. "Well, at least you're not in pain anymore." Pt couldn't believe it. Pt told him of their concerns. They were in pain, it was a different pain, and their hand was a lot less usable. Pt was really afraid the surgery was a mistake and that their hand had been better before the surgery. Dr told pt that sometimes certain individuals develop scar tissue and that if after increased therapy they did not see a marked improvement in 3 months he would do a second surgery to remove the scar tissue. A friday was the 2nd surgery to remove scar tissue. Pt asked if they were to start therapy immediately. Dr told pt to wait until monday, not to disturb the bandages over the weekend. They started therapy again. At first they had little improved movement. They tried very aggressively, through the pain, to continue with the little improved movement. At the time pt noticed that their index finger had become numb. They mentioned it to the therapist and she took sensitive measurements. She noted in the file that they had marked numbness in this finger, which was the only good finger that they had left to use on dominant hand. She told pt to tell dr about the problem. Pt met with dr. He took measurements, noted that the stiffness had returned. Pt told him of their, index finger being numb. The numbness didn't go away and the stiffness that was supposed to be removed with the second surgery was still there. A week later saw dr again. At this time he injected an anesthetic in between each finger and commented to pt that this anesthetic was the same formula he used to do surgeries. He began to manipulate their fingers and force them to bend. After about three or four minutes he told their family member -who was in the room with them- to continue to force their fingers to bend so dr could leave the room and see other pts. He didn't come back into the room for at least 10 minutes. Pt was extermely afraid that their spouse would do permanent harm to their fingers. Dr even made a comment -when he returned to the room- that care should be taken to not break the fingers while forcing them to bend. Dr told pt to go directly to therapy while their hand was under the anesthetic and a therapist would continue to work with it. Pt's family member and pt walked down to therapy and all of the therapists had gone home for the evening. Here pt was with their hand completely ansthetized and no one to work with it, a complete waste of their time and money. What really upsets pt is that hosp billed pt $2083.00 for dr time to do this and he leaves the room. Pt made one more appointment with dr after this, even though he did not ask pt to come back for a follow-up appointment. Pt did this because their index finger was still numb after the second surgery and they wanted to get it on record. They saw dr a month later. They wished that they had never had the implants. He told pt then that he knew the operation was not a success but they were better than they were before-not so. Pt mentioned their numbness again and he said "what numbness." He did some testing on pt's hand and said he thought they had carpal tunnel syndrome and should see neurologist, they didn't have numbness in their hand before the second surgery. Pt arranged to see a neurologist in 2003. He conducted an emg. Carpal tunnel is confirmed.

Event description:
Add'l info rec'd from MFR 6/24/04: avanta only became aware of this event upon receipt of the letter requesting further info. An investigation has begun and a form 3500a was initiated. Avanta has enclosed the initial medwatch report #2030506-2004-00003, which contains the manufacturing lot numbers of the devices listed in the report. After investigation, which included an interview with the reporter, avanta has concluded that the device did not malfunction and that the pt's initial post operative care most likely caused the adverse event. However, if add'l info is obtained which alters this conclusion, an add'l follow-up report will be filed.

Event description:
Add'l info rec'd from MFR 06/24/04: avanta only became aware of this event upon receipt of the letter requesting further info. An investigation has begun and a form 3500a was initiated. After investigation, which included an interview with the rptr, avanta has concluded that the device did not malfunction and that the pt's initial post operative care most likely caused the adverse event. However, if add'l info is obtained which alters this conclusion, an add'l follow up report will be filed.